Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on approximately (B)(6) 2013, patient experienced a possible detached sensor wire. After insertion, applicator was removed and sensor wire detached from sensor. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and observed that the sensor wire detached from the housing puck. The reported event of a detached sensor wire was confirmed. A definitive root cause could not be determined.